Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received notes that programming change were made, stable patient condition, and the over-sensing of noise resulted in inhibition of pacing.